Event description:
It was reported that foreign matter "black staining" and labels lifting with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. There were 4 tubes that had the black stains and all were discovered prior to use. The following information was provided by the initial reporter: black color stain. Label lifting and damaged styrofoam tray observed from photo submitted.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 8 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter, label lift, and damaged tray with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action (CAPA#(B)(4)).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "black staining" and labels lifting with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. There were 4 tubes that had the black stains and all were discovered prior to use. The following information was provided by the initial reporter: black color stain. Label lifting and damaged styrofoam tray observed from photo submitted.